Manufacturer narrative:
E1 initial reporter facility name: (B)(6)hospital. The device was returned for analysis. Visual and microscopic inspection revealed the sheath was detached. Visual inspection also revealed a kink in the sheath assembly. Impendence testing showed there were no electrical issues with the device.

Event description:
Reportable based on device analysis completed on 13mar2024. It was reported that visualization issues occurred. The 85% stenosed, 10 mm x 3.00 mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but no image was shown. The procedure was completed with another of the same device. There were no patient complications reported and the patient conditions following the procedure was stable. However, device analysis revealed sheath detachment.